Event description:
Patient without follow-up for more than 3 years came to the clinic where the doctor saw the message data error. The device is in eri. Device replaced.

Manufacturer narrative:
The ipg was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The incoming visual inspection showed no anomalies. The ipg was subjected to an electrical analysis. A device interrogation was no feasible and therapy was not available. Therefore the ipg was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the electronic module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In a next step an external battery was attached instead of the external power supply and a long-term functionality test was performed at an ambient temperature of 37 °c. The test revealed no anomalies, especially the current consumption was normal and as expected. There was no indication of an electronic module malfunction. The battery was sent to the manufacturer for analysis. Despite thorough investigations no indication of a premature battery depletion was observed. The battery condition was normal. Please note, the warning message mentioned in the complaint description ¿data error detected. Device is in eri.¿, is displayed to the user upon interrogation when the pacemaker is operating in the safety backup mode and, at the same time, the battery has reached the status eri. In such case, a re-initialization of the safety backup mode is not offered anymore by the programmer device. This represents a normal and expected device behavior. This observation is an indication that the pacemaker has been operating in the safety backup mode. In the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption draining the battery. In conclusion, the battery was found depleted upon receipt of the ipg. Despite this observation, no anomalies were found during analysis. Thorough inspection of the battery and the electronic module revealed a normal functionality of these components. Based on the warning message mentioned in the complaint description, it is reasonable to assume that the ipg operated with safety backup mode parameters, which consequently might have led to a faster discharge of the battery. However, based on the information available for analysis, the root cause could not be conclusively determined. There was no indication of a material or manufacturing problem.

Event description:
Patient without follow-up for more than 3 years came to the clinic where the doctor saw the message data error. The device is in eri. Device replaced.